Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for suspected gastrointestinal (gi) bleed and anemia. The patient presented febrile wi th fatigue, dizziness and hypotension. Blood cultures were positive and the patient was administered antibiotics for bacteremia. It was reported that the source of infection is unknown. It was further reported that the patient was transfused three units of packedred blood cells (prbc) for anemia. The patient¿s hemoglobin (hgb) stabilized and the sign/symptoms of sepsis had resolved. The pump remains in use. No further patient complications have been reported as a result of this event.